Event description:
Staff was attempting to implant the lead into the patient. They encountered a narrow area. Two attempts were made to implant the lead and neither attempt was successful. The lead was removed. Upon removal, coil separation was noted. A new lead was obtained and the procedure continued.